Event description:
The customer reported generation of elevated sodium (na), potassium (k), chloride (cl) patient results on their au5800 clinical chemistry analyzer with ise (ion selective electrode) (p/n: a94928, serial # (B)(6)). There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data and/or patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer¿s site. The fse inspected the instrument and found a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The customer was satisfied. No further action is required. Section a2, a4 and a5: the information was not provided by the customer. The beckman coulter internal identifier is case- (B)(4).